Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in 2009, a 19 mm regent mechanical heart valve was implanted. On (B)(6) 2017, the patient presented with elevated gradients and aortic insufficiency and reoperation was required. Upon explant of the mhv, heavy pannus was found to be entrapped in one of the pivot guards. A 21 mm trifecta gt valve was implanted.